Event description:
A caller reported that the pump went into the ocean and subsequently became unresponsive. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.